Event description:
A female patient underwent an initial fusion surgery on an unknown date. The procedure on (B) (6) 2009, was performed to extend an upper level fusion. The surgeon was removing a closure top when the prongs of the universal driver bent. The surgeon then took the second driver from that kit, at which time the sales representative left to get his other kit with additional drivers. The surgeon bent the shaft of the second driver, but was able to finish the removal with the third driver from the additional surgical kit. There was no surgical delay.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending.